Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/25/2026, it was reported that the patient experienced a skin reaction with redness, inflammation, swelling and an infection underneath the sensor pod area. The patient started feeling pain and discomfort at the sensor site. The following day, (B)(6) 2026, the pain progressively worsened and became difficult for the patient to tolerate. The patient reported persistent discomfort localized to the area where the sensor was attached. By (B)(6) 2026, the patient was no longer able to bear the pain and discomfort and sought medical evaluation at the emergency room (ER). Upon examination by medical professionals, the sensor site on the arm showed signs of infection, including noticeable redness and swelling. Based on the physical findings and clinical assessment, the patient was diagnosed with a localized infection at the sensor insertion site. The patient was prescribed with an oral antibiotics cephalexin 500 mg to be taken 4x daily. The patient was discharged in less than 24 hours. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.